Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this family member contacted boston scientific's technical services (ts) on october 21, 2016. The family member reported that this patient died and alleged that the device caused or contributed to the patient's death. The patient's medical history was significant for heart disease and coronary bypass surgery in (B)(6) 2016. According to the family member, the patient was receiving shock therapy and developed apnea. The patient was declared deceased at the hospital. Boston scientific received information that the family member contacted ts again to report that the patient had died on (B)(6) 2016. The family member reiterated that the patient appears to have lost consciousness and received shock therapy. Despite delivery of shock therapy, the patient died. Boston scientific received information from the local representative that the patient was never admitted into the hospital as the patient died at home. The clinic did not receive any information concerning the death of this patient. To date, the device has not been received at boston scientific's return product department.